Event description:
(B)(6) 2022, clip was found broken prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73c2100648 investigation did not show issues related to complaint.

Event description:
04 mar 2022, clip was found broken prior to the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 544233 hemolok ml clips 3/cart 42/box for investigation. One cartridge and one loose clip were returned. The returned components were visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge and the cartridge was empty. The returned sample appears used, as there is biological material and small scrape marks present on the cartridge. The customer also returned two photos for investigation. One photo shows the lidstock of the reported cartridge. The second photo shows an empty cartridge with a loose clip broken in half at the hinge. The customer provided photos match the sample that was returned. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.